Event description:
Information received from the healthcare professional (hcp) reported that the patient's implantable neurostimulator (ins) was "non-functioning". The non-functioning system was purposely left implanted in the patient. It was noted that the issue may be normal battery end-of-life (eol) but it was unknown. The patient was to have an MRI of the shoulder. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indication for use for the implanted device was noted as lumbar radiculopathy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that the spinal cord stimulation does not work. There were no further complications reported.